Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Event description:
It was reported that a patient underwent a distal tibial fracture fixation procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2016 due to fractured plate and pain. The plate, screws, and the k-wire were removed and replaced by a bone graft with a competitor product. During the procedure, the surgeon had a difficult time removing the k-wire, resulting in a three hour delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Methods - examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The device most likely failed via fatigue fracture as weight was placed on the plate.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation is in progress.